Event description:
An implantable cardiac resynchronization therapy defibrillator (crt-d) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer database indicated the patient died approximately two weeks post the crt-d system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The products associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received. Continued: (B)(4) implantable pacing lead (B)(6) 2011; (B)(4) implantable tachy lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
No eval explain code.